Event description:
A monarc subfascial hammock was implanted to treat stress urinary incontinence. It was reported that the mesh caused the need for "debilitating re-operations," and "severe and irreversible injuries." "As a result" of having the mesh implanted in her, the pt has "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery, and "has endured impaired physical relations with her husband." Also reported, she has and will, "suffer severe personal injuries", pain and suffering, and "severe emotional" distress."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.